Manufacturer narrative:
(B)(4). One sample of part number 410944 was made available for evaluation. The sample arrived in a closed zip bag without original packaging or any identification tags. Only the complaint documentation. Visually the balloon was dislodged from the cannula indicating a burst. Functional inspection was not performed due to the condition of the sample arrived. The balloon was dislodged. There are possible causes that may explain the failure "balloon exploded". One possibility is over inflation of the balloon. Inflating the balloon over 10 cc of liquid or 15 cc of air may increase the possibility of a burst. Another possibility is unintentionally pushing or pulling of the balloon that may help in the dislodging of the balloon. It's unlikely that the manufacturing process contributed to the failure mode describe in this complaint since all balloon ports are tested 100%.

Event description:
Alleged event: during a sleeve surgery, the physician inflated the balloon with 10cc of air, then he deflated the balloon to reposition it a 2nd time then re-inflated it with 10cc of air; at that moment the balloon exploded. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx70mm, lot number 73g1500025 investigations did not show issues related to the complaint. The device sample has been returned for investigation but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during a sleeve surgery, the physician inflated the balloon with 10cc of air, then he deflated the balloon to reposition it a 2nd time then re-inflated it with 10cc of air; at that moment the balloon exploded. The patient's condition was reported as unknown.